Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to try different charging methods, including using a different wall outlet and adapter, but none resolved the issue. As a result, technical support decided to replace the pump. The customer confirmed they knew how to use a backup insulin delivery method, multiple daily injections (mdi), and agreed to return the faulty pump to tandem using a pre-paid label within 10 days.

Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to try different charging methods, including using a different wall outlet and adapter, but none resolved the issue. As a result, technical support decided to replace the pump. The customer confirmed they knew how to use a backup insulin delivery method, multiple daily injections (mdi), and agreed to return the faulty pump to tandem using a pre-paid label within 10 days.